Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the procedure was to treat a right vertebral artery. It should be noted that per the rx herculink elite peripheral stent system instructions for use (IFU) specifies: the rx herculink elite¿ peripheral stent system is indicated for improving arterial luminal diameter in patients with atherosclerotic lesions in renal arteries. It is unknown the IFU deviation contributed to the reported event. A conclusive cause for the reported activation failure including expansion failures could not be determined; however, factors that may contribute to activation failures including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Based on the information provided and analysis of the returned device, a definitive cause for the reported activation failure including expansion failures cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a right vertebral artery. The 5.0x15mm herculink elite balloon expandable stent was attempted to be deployed; however, the balloon would not expand after pressure was applied resulting in the stent failing to deploy. A new 5x12mm herculink stent was used to successfully complete the procedure. There was no adverse patient effects and clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier- incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.